Event description:
It was reported that the patient underwent a pelvic floor repair procedure and a sling procedure in 2006. The patient experienced recurrent stress urinary incontinence, pain, erosion of her internal bodily tissue, and other injuries. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape secur. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00044. The same pt is represented in each medwatch.